Event description:
A resolute integrity rx drug-eluting stent was intended to be used to treat a patient. The attempt was unsuccessful. The resolute integrity rx device was returned to the manufacturing facility and the stent was not present on the returned delivery system. No clinical sequelae were reported. Evaluation summary: the stent was not present on the returned delivery system and was not returned separately. The balloon folds were open. The distal shaft was pinched 15.3cm and 15.9cm distal to the guide wire entry port. The distal tip was flared and damaged.

Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (stent embolism). (Root cause of event cannot be determined based on limited information provided). Evaluation conclusions: known inherent risk of procedure (stent embolism). (Root cause of event cannot be determined based on limited information provided). Date of event - unknown.